Event description:
During attempted implant, high capture threshold, high pacing impedance, and low sensing were observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of unacceptable threshold, high pacing impedance and p-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.